Manufacturer narrative:
(B)(4). Batch # t5dc17. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/3, left side fully fired. Upon evaluation of the reload, the cartridge deck, one-piece sled and some drivers were noted to be damaged. In addition, the pan was noted to be partially dislodged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device wouldn't fire. A new reload was used and the device worked and completed the case. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). Corrected data: investigation summary : the analysis found that one plee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/3, left side fully fired. Upon evaluation of the reload, the cartridge deck, one-piece sled and some drivers were noted to be damaged. In addition, the pan was noted to be partially dislodged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the top of the cartridge and it being in 3 pieces, was most likely the result of the removal of the cartridge from the endocutter. The incomplete firing of the cartridge appears to be an internal fracture in the cartridge which resulted in the staples not deploying and the outer wing of the sled breaking. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). MDR decision: serious injury. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a serious injury. Additional information received: after recent conversation with surgeon, it was discovered that there was a patient complication associated with this complaint. A week post-op the patient presented with a leak. The surgeon tried to stent leak but did not work and patient has complications to this day. One the first blue cartridge firing (3rd firing of sleeve) a strange noise was heard, and the surgeon knew something was not right. When the stapler was opened it was noticed that the staples did not fire on the patient side and bleeding occurred. The device was handed to scrub tech who had trouble removing cartridge. A metal instrument was used by techs on back table in attempts to remove and cartridge was damaged. A new device wand cartridge was used on the patient side and the staple line was oversewed. The first two firings of sleeve were fine. The first firing was a blue reload on sleeve. It was a straight-forward procedure that was not a re-op. The surgeon stated that he typically does not use clips before stapling. During the firing, the device sounded funny. Immediately after opening, bleeding was observed. The bleeding was controlled, and a hole was noticed. The remnant side had the staples deployed but the patient side only cut. This was sutured and re-stapled. A leak test was performed twice and was ok. Post-op the patient developed a leak. A reoperation was performed, the staple line over-sewed and a drain was left in place. The patient is slowly advancing. It was confirmed that the damage observed on returned reload was from the attempts to remove using metal instrument.